Event description:
A representative reported that the pump had been implanted months prior to the report, and that it had not been registered at that time. At the time of the report, the patient was having a revision surgery, and the pump was placed in a mesh pouch and sutured. The medications used within the system were fentanyl and hydromorphone. The representative later reported that the patient rotated the pump in their pocket ¿about ten times¿. The doctor unwound it and sutured it down with a mesh pouch. The representative later reported that the patient did not have any symptoms. The patient stated that the pump flipped so she flipped it back.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2012-(B)(6), (B)(4).